Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2017 that utilized a paragon 28 5.5mm x 46mm phantom intramedullary lapidus nail. The lapidus nail was reported to have broken at the distal cuneiform hole18 weeks post-operatively. It was reported that patient had a non-union and a bone stimulator was used.